Event description:
In an unpublished case summary a surgeon reported (B)(6). This case summary described a pt who presented approximately two years following an intraocular lens (iol) implant procedure with blurred vision and pain. The pt had been experiencing these symptoms for two weeks. Her visual acuity at the time of presentation was noted to be 6/9 (20/200) and her intraocular pressure (iop) was 42 mm hg. Upon examination, the left anterior chamber was noted to have active inflammation. Numerous pigment cells were visible both in the anterior chamber and over the anterior iris surface. A large transluminal defect was present, through which one of the haptics of the pciol was visible. Dilated examination of the anterior segment demonstrated partial optic and haptic capture by the anterior capsulorhexis. Gonioscopy revealed open angles bilaterally with evidence of pigment dispersion, with 360 degrees of heavy pigmentation of the trabecular meshwork (more prominent inferiorly). The pt was started on maximal medical treatment with ocular anti-hypertensive medications. Over a two week period, the pt's visual acuity and iop improved. An attempt to taper medications resulted in an elevated iop and medications were restarted. Once the iop remained below 20 mm hg for one week and anterior chamber inflammation had subsided, the pt was scheduled for surgery. An iol rotation was performed successfully. Post-operatively, the pt's visual acuity and iop remained stable. There was minimal inflammation with occasional inflammatory cells and pigment cells visible in the anterior chamber at the two week post-operative visit. Intraocular lens induced pigment dispersion syndrome (pds) and pigmentary glaucoma are more frequent when the iol is implanted in the sulcus, but cases have also been reported following placement of various iols in the capsular bag, often following displacement of part of the iol in the sulcus. Intraocular lens features that constitute a risk factor for iol-induced pds include zero angulation of the haptic-optic junction and square-edge technology. Ocular features that constitute a risk factor for iol-induced pds include a wide anterior capsulorhexis, with no overlap between it and the edge of the iol optic. In this case, an anterior capsulorhexis wider than iol optic is thought to have led to slippage of the haptic from the capsular bag and anterior displacement of the haptic and temporal aspect of the optic in the sulcus, causing apposition to the overlying pigmented iris epithelium, in turn leading to pds and a rise in iop. The author felt the square edge design of the iol may have contributed to its ongoing post-operative in-the-bag mobility and the development of iol-induced pds. She also felt a degree of encapsulation of the iol haptics may be desirable for implant stability.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. (B)(6).(B)(4).